Manufacturer narrative:
The exposed portion of soft cannula was found to be bent. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was also not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing, causing the formed needle to not fully retract. Upon further investigation, mechanism rail swage and linkage rivet were found damaged. It could not be conclusively determined to what extent these findings contributed to the failure of linkage assembly to not fully retract after deploying needle. Blood was observed on the received device and the exposed formed needle contributed to the reported bleeding at the pod infusion site. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) reached 400 mg/dl. For treatment, the patient changed out the pod, which was worn on the hips/buttocks. The ketones were at 1.3.